Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heat was confirmed. During service the device failed the pre-repair temperature assessment. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Device received from (B)(6), for service. During servicing it was discovered that device was experiencing heat. The device was not being used in surgery. There was no patient or user injury reported. There was no add'l info provided.